Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 01/30/-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 63-year-old female patient presented with chest pain. There was no additional patient information. Return product is available for investigation. Method; date; collected; tested; results (ng/l) & sample positive/negative. I-stat; 01/25/2026; 18:16; 18:16; 23 & a positive. I-stat; 01/25/2026; 20:37; 20:37; 23 & b positive. Alinity; 01/25/2026; 22:27; 22:27; 11 & c negative. Alinity; 01/26/2026; 1:06; 1:06; 9 & d negative. Positive cut-off value for I-stat hs-tni test: >13 ng/l. Positive cut-off value for comparative instrument: >14 pg/ml. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci: sex; n; (ng/l, pg/ml) & (ng/l, pg/ml). Female; 490; 13 & (10, 17). Male; 404; 28 & (19, 58). Overall; 895; 21 & (14, 30).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 18-mar-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b25338c.